Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product ID: 018,1 competitor implantable tachy lead, implanted: (B)(6) 2013. Product ID: 507652, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after being shocked three times and passing out while walking. The hospital did not have the appropriate software to check the patient's device at that time. It was suggested by the physician to remain at the hospital until the device could be checked, however, the patient declined and left the hospital. Upon further review, the patient was seen in his primary physician's office and had the device checked via the programmer. The device currently remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room after being shocked three times and passing out while walking. The hospital did not have the appropriate software to check the patients device at that time. It was suggested by the physician to remain at the hospital until the device could be checked, however the patient declined and left the hospital. Upon further review, the patient was seen in his primary physician's office and had the device checked via the programmer. It was further reported that the patient was shocked due to atrial fibrillation (af) while playing tennis. The physician ordered an ablation as a result. There is no reported device issue, and the device remains in use. No further patient complications have been reported as a result of this event.